Event description:
The customer reported being at the emergency room due to high blood glucose of 365mg/dl, and she was treated with an insulin drip and the insulin pump. Initially, the customer called regarding motor alarms occurred during bolus. Troubleshooting was performed, and the device passed the displacement test. The caller stated that the insulin pump was not exposed to an MRI. Assisted the customer with disconnecting and rewind the device, but it did not alarm motor error. Performed manual prime and self test and passed. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to faulty force sensor. Unable to perform the basic occulsion, occlusion and excessive no delivery test. Could not verify the motor error alarms due to a prime anomaly. The motor was tested outside the device and passed.